Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign. The device was returned to olympus for inspection, and the customer's complaints were not confirmed. Based on the results of the investigation, the phenomena ¿image is not displayed¿ and ¿noise appears on the image¿ were not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had a badly worn connector on the front with disappearance and/or heavy interference with the video. The issue occurred during an unspecified procedure. There were no reports of patient harm associated with the event.